Manufacturer narrative:
Corrected fields: b5, h6.

Event description:
Correction: it was observed that during the device evaluation, the bronchofiberscope exhibited corrosion on the insertion tube and biopsy forceps port. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the broncho fiberscope exhibited corrosion on the biopsy forceps port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.